Manufacturer narrative:
Concomitant medical product: e143 ICD, (B)(6) 2013. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power consumption of the ventricular assist device (vad) was above normal. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. The reported above normal power consumption event was confirmed via review of the controller log files which revealed consistent power consumption above normal operating range between (B)(6) 2018 and (B)(6) 2018; however, no alarms were logged within the analyzed period. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, a possible root cause of the high power event can be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was not returned for evaluation. The reported above normal power consumption event was confirmed via review of the controller log files which revealed consistent power consumption above normal operating range between (B)(6) 2018 and (B)(6) 2018; however, no alarms were logged within the analyzed period. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, a possible root cause of the high power event can be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. If information is provided in the future, a supplemental report will be issued.